Event description:
Lift motor broke while lifting patient. Patient is fine. Staff stated patient was under weight limit. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).